Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cable connecting ECG a, ECG b and the front therapy electrode and the cable connecting ECG c and ECG d were cut off. The cause of the failure was isolated to the severed cables. The root cause for the severed cables was physical abuse. No adverse event resulted from the defective electrode belt.